Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On january 23rd, the user contacted dario to report high blood glucose (bg) readings. The user reported that for the past couple of months, he was receiving from his dario meter bg readings that were in the 270 mg/dl to 315 mg/dl range. The user also reported going to the doctor, who tested the user's bg readings three times with the doctor's meter and received a bg reading of 88 mg/dl.